Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). It was reported that the patient presented with an infection leading to device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient was scheduled for removal of tibial nail on (B)(6) 2019, due to an infection. It is unknown if there was a surgical delay. Patient was implanted in 2008 at an unknown facility and has undergone treatment multiple times for infection. Procedure outcome, nail, end-cap and screw came out without incident. No other information is available and patient status are unknown. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Date of implantation is an unknown date in 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was completed successfully on (B)(6) 2018 with no delay. Patient status was good.